Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type programmer, patient (B)(4).

Event description:
It was reported that the patient's stimulation kept turning off on them and they try to turn it back on but it won't turn on. The problem has been occurring for approximately one week. At the time of the call the battery was 3/4 full, they had 4 coupling boxes, and the stimulation was on. There was nothing wrong with recharging. No interventions, outcome, or cause was reported however additional information has been requested. If received a follow-up report will be sent.